Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc23177002, model: sc-2317-70, serial: (B)(6), batch: (B)(6).

Event description:
It was reported that patients incision near at the lead site was opened. The patient was admitted to the hospital for wound debridement and wound closure procedure. The patient was discharged at the hospital and was placed on antibiotics. The patient was doing well post operatively.